Event description:
It was reported that the patient was expected to have the had the inflatable penile prosthesis replaced due to a mechanical issue. No patient complications were reported.

Manufacturer narrative:
Upon receipt of the cylinders, pump, and reservoir of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned component underwent a thorough analysis. The reservoir was visually inspected, and leak tested. The reservoir had wear at a fold near the reservoir shell adapter. The reservoir kink resistant tubing (krt) was worn down to the filament. No leaks were found. This wear would not affect the functionality of the device. The first cylinder was visually inspected, and leak tested. The first cylinder had a detached outer tube at the proximal end, broken fabric threads, and a leak in the inner tube in the proximal end due to sharp instrument damage consistent with the explant of the device. The krt was worn down to the filament. The second cylinder was visually inspected, and leak tested. The krt was worn down to the filament; however, no leaks were present. The ms (momentary squeeze) pump was visually inspected and functionally tested. The pump kink resistant tubing (krt) was worn to the filament; however, no leaks were present. During functional testing, the pump did not pass activation testing. Based on the information available and analysis results, the reported clinical event of a mechanical issue was confirmed.

Event description:
It was reported that the patient had the inflatable penile prosthesis replaced due to a mechanical issue. No patient complications were reported.

Event description:
It was reported that the patient had the inflatable penile prosthesis replaced due to a mechanical issue. No patient complications were reported.